Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 759 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as abdominal pain, difficulty breathing, nausea and vomiting. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer had other relevant blood glucose levels such as 94 mg/dl,330 mg/dl and 279 mg/dl. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.